Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge dropped from 55% to 10% after being disconnected from a power source. Reportedly, the pump was able to be charged with a different wall adapter. The customer¿s blood glucose was 93 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.